Event description:
Per the clinic, open circuits were noted on all electrodes. There were plans to explant the device and the device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on august 31, 2023.

Event description:
Correction: the correct explant date is on (B)(6) 2023, not on (B)(6) 2023, as previously reported in b5.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator (specific date not reported). The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.